Event description:
It was reported that surgery time exceeded thirty minutes due to product malfunction.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms the threads used to hold the nail are severely damaged. Our investigation did not determine the specific cause of the damage; however the device was manufactured in 2001. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.